Event description:
The hospital reported the unit delivered a high tidal volume at the first breath for an adult patient in the pediatric mode. The clinician turned the ventilator off and lowered the parameters. There was no reported patient injury.

Manufacturer narrative:
As the event occurred on (B)(6) 2012, patient information is no longer available. Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. Z-0009-2014.